Event description:
It was reported that a malfunction alarm with code malf 16 occurred on the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer on putting the pump into storage mode and returning it with a pre-paid label. The customer was advised to contact their healthcare provider as no backup insulin therapy was available.